Manufacturer narrative:
During a stent assisted coil embolization of a posterior communicating artery aneurysm friction was felt when advancing the enterprise (enc452212/10271084) via the prowler select plus microcatheter (606s255x/15805385). The microcatheter was exchanged but the enterprise still wasn¿t able to be advanced and it the stent stuck in the second microcatheter requiring withdrawal of the enterprise and prowler as a unit. They were exchanged for new ones to complete the procedure. There was no adverse event. The devices were discarded. No further procedural information has been provided in response to investigational efforts. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10271084. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with prowler select plus lot 15805385 presented no issues during the manufacturing process that can be related to the reported complaint. The lot number of the second microcatheter used is not known; therefore a device history record review cannot be completed. Based on the limited available information and without the return of the devices for analysis, no conclusion can be made regarding the cause of the reported inability to advance the enterprise through the microcatheters. With review of the device history records of the available lots there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of three products involved with this adverse event/product malfunction in which associated manufacturer report numbers are 1058196-2013-00260, 1058196-2013-00261 and 1058196-2013-00262.

Event description:
The patient is a (B)(6) female, (B)(6), with pcom. The procedure was coils assisted with stent. The surgeon felt friction when he advanced the stent via prowler select plus mc. And thus changed a mc but still failed. Furthermore it was noted that the stent stuck in the mc. The surgeon had to withdraw them as a unit and changed new ones to complete the procedure. No adverse event occurred. As the patient had infectious disease, samples were discarded.